Manufacturer narrative:
Sanofi company comment dated 23-feb-2018. This case concerns a patient who presented unable to walk, weight bearing difficulty after receiving treatment with synvisc. Based upon the information, the causal role of the product cannot be denied with the occurrence of event. However, further detailed information regarding detailed medical history, lab data, concurrent conditions, concomitant medications and other risk factors would aid in the better assessment of the case.

Event description:
Could not walk [gait inability]. Could not wear weight on leg [weight bearing difficulty]. Knee pain [knee pain]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case from united states was received on 08-feb-2018 from pharmacist via health authority (us FDA (food and drug administration) mw5073912). This case concerns a female patient (age unspecified) who received treatment with synvisc and after one day the patient could not walk, could not wear weight on leg and had knee pain. No past drugs, medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc injection once (lot number, dose, indication and expiration date: not reported) in right knee for right knee osteoarthritis. On 28-nov-2017, patient could not walk, could not wear weight on leg and had knee pain (latency: 1 day). Patient was brought to emergency department (ed) via ambulance. Patient denied calf pain and there was no warmth or redness. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: unknown for all the events. A global pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: medically significant for all events. Pharmacovigilance comment: sanofi company comment dated 23-feb-2018. This case concerns a patient who presented unable to walk, weight bearing difficulty after receiving treatment with synvisc. Based upon the information, the causal role of the product cannot be denied with the occurrence of event. However, further detailed information regarding detailed medical history, lab data, concurrent conditions, concomitant medications and other risk factors would aid in the better assessment of the case.